Event description:
Tissue retrieval system failed during removal of the gallbladder.

Manufacturer narrative:
The event did not cause any injury to the pt. Anchor's investigation has not been able to confirm the cause of the incident as the sample has not been returned for analysis. Based on the event info, the defect could be related to material delamination of the bag material. An improvement corrective action plan has been defined and implemented for the supplier's process and equipment to reduce the potential for delamination of the bag material. Product was manufactured prior to implemented corrective action.